Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that intermittently, the pump time was incorrect. Blood glucose was 400 mg/dl. As the contact did not have the pump at the time of the report, tandem technical support (cts) was unable to perform a pump system check to determine a possible cause. Contact declined to upload pump data for review. Although multiple attempts were made by cts to troubleshoot, contact did not have the pump present.